Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ib endoleak of the left common iliac artery and secondary endovascular procedure complaints are confirmed. This is consistent with the reported adverse event/incident. The procedure related harms identified were abnormal blood loss and prolonged procedure. Additionally, the clinical assessment determined that there was evidence to reasonably suggest sac growth of 45mm, mid aortic stenosis and moderate proximal left iliac limb kinking occurred that was not included in the event as reported. The safety and effectiveness of using a 22 or 25mm main body with a 34mm proximal extension has not been established and it is unclear if this contributed to the reported events. The final patient status was discharged home on the first post operative day. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2 corrections: b5: describe event or problem - updated g4: date of received by manufacturer - updated h6: result code: remove code 3233 h6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal aortic extension and an iliac limb stent graft to treat an abdominal aortic aneurysm (aaa). Approximately four (4) years post initial procedure, a computed tomography angiogram (cta) identified a type 1b endoleak from the left iliac artery. The physician elected to implant an afx2 bifurcated stent graft, a suprarenal aortic extension, an infrarenal aortic extension and, an ovation iliac extension to resolve this event. Subsequent to the initial report, clinical assessment determined that there was evidence to reasonably suggest sac growth of 45mm, mid aortic stenosis and moderate proximal left iliac limb kinking occurred that was not included in the event as reported. These events were discovered during a review of the medical records.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal aortic extension and an iliac limb stent graft to treat an abdominal aortic aneurysm (aaa). Approximately four (4) years post initial procedure, a computed tomography angiogram (cta) identified a type 1b endoleak from the left iliac artery. The physician elected to implant an afx2 bifurcated stent graft, a suprarenal aortic extension, an infrarenal aortic extension and, an ovation iliac extension to resolve this event.